Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is assumed that the cause of the e102 error was that the user did not notice the description in the instruction manual (or ignored the description) and used it by attaching the desired lamp (non-designated item). As a result, the lamp failed to light and an e103 error occurred. The instructions for use (IFU) states: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned using a third-party lamp and tac advised that a third-party lamp causes an e103 error. Tac told the customer that an olympus lamp can be purchased or the clv-190 can be sent in for repair. Tac provided the part number for an olympus lamp maj-1817 and the customer opted to purchase the lamp instead. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e103 lamp error occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.